Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber was damaged. This was observed during use; however, no patient consequence was reported. The subject mr290v vented autofeed humidification chamber is included in the rt206 adult inspiratory heated breathing circuit kit.

Event description:
A hospital in (B)(6) reported via a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber was damaged. This was observed during use; however, no patient consequence was reported. The subject mr290v vented autofeed humidification chamber is included in the rt206 adult inspiratory heated breathing circuit kit.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the returned device had a break in the feedset tubing at the connection to the chamber. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 120717. Conclusion: the damage appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. This is evidenced by the rough break. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). All chambers are also pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. Those that fail are discarded. The user instructions which accompany the mr290 humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).